Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged an hour after it was implanted. The patient experienced diaphragmatic stimulation and the lead had loss of capture. This lv lead was explanted and new lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged. Additional information stated that the lead was explanted. Additional information indicates that the patient had diaphragmatic stimulation, no capture, and the lead was replaced. No additional adverse patient effects were reported.